Event description:
It was reported that the needle detached from the bd insyte¿ IV catheter while placing a peripherical line in the patient. The following information was provided by the initial reporter, translated from (B)(6): "female patient with 38 weeks of pregnancy received in surgery room for cesarean. The issue happened while the nurse staff was placing a peripherical line into patient, but the needle detached from the filling chamber at the moment of removal."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1131204, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was loose from the hub. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for testing a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the needle detached from the bd insyte¿ IV catheter while placing a peripherical line in the patient. The following information was provided by the initial reporter, translated from spanish: "female patient with 38 weeks of pregnancy received in surgery room for cesarean. The issue happened while the nurse staff was placing a peripherical line into patient, but the needle detached from the filling chamber at the moment of removal."